Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys, expiration date: 14-dec-2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 30-jun-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the patient experienced pulseless electrical activity as the device was being deployed and subsequently passed away approximately twelve minutes post anaesthetic intervention.